Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a an error in the motor was detected by reading unexpected value from hall sensor. The customer stated they were able to clear the alarm and were not able to complete the rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with heating up device and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify error 43 alarm due to critical pump error (open book). Pump received with cracked battery tube threads, cracked case battery tube, cracked case corner belt clip rails, broken belt clip rails slot and cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted.